Event description:
The customer reported that an 840 ventilator was inoperable. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping inspiratory modules and then the analog interface (ai) boards. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).